Event description:
It was reported the stent failed to deploy. The intended site was the right subclavian vein. A 7f sheath and a 0.035, 180cm glide wire were used for the procedure via the right brachial vein. The vessel was not calcified, with straight and non-tortuous anatomy of the vessel. The doctor had no difficulty advancing to the intended site, but the stent failed to deploy. The lesion had been predilated with a 8mm x 4cm pta balloon. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing upon receipt of the sample. The handgrip had been completely triggered. The system had been clipped out of the grip proximally and protruded 140mm out of the grip. Two kinks on the outer sheath had been measured 130mm and 140mm from the tip. The stent shifted distal 2mm. The inner catheter and filling material protruded 2mm from the tip of the outer sheath. The stent could be released by pull back. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. During the performed function test, the stent could be released with the pullback mechanism without issue. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. This could have been prevented by placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing as stated in the IFU. The information for use for this device states: "during system flushing, ensure that the delivery system does not become inadvertently detached from the multifunctional handle at the proximal luer port. Detachment can occur due to application of excessive force. Placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing will prevent unintended detachment".